Event description:
Patient's wife stated that patient received only 1 out of 3 euflexxa injections. Patient didn't realize that he needed weekly injections for 3 weeks. Doctor's office didn't schedule subsequent injections. Patient will contact doctor to see how he wants to proceed with remaining 2 injections. Dr. (B)(6). Dose: 20mg, once weekly, into knee. Reason for use : loc prim osteoart-l/leg.